Manufacturer narrative:
Literature citation: hannawi, b., beg, f., valderrabano, m., & kurrelmeyer, k. (2019). Device-related thrombus: a reason for concern? Methodist debakey cardiovascular journal, 15(1), 77-80.

Event description:
Reported via literature article. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on apixaban. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that the device was positioned properly and there were no issues. The patient was switched to aspirin and clopidogrel at this time. Four months post procedure, the patient presented with loss of peripheral vision in the left eye. Physical exam was significant for left homonymous hemianopia and irregular heart rhythm. Magnetic resonance imaging of the brain showed a subacute ischemic stroke with hemorrhagic conversion in the right posterior cerebral artery territory. A transthoracic echocardiogram revealed normal left and right ventricular systolic function with no hemodynamically significant valvular disease or identifiable source of embolism. A tee was performed, showing a mass on the watchman closure device consistent with a device-related thrombus. Mild (less than 5 mm) peri-device leak was seen anteriorly. After 48 hours, the patient was started on heparin and transitioned to enoxaparin as a bridge to warfarin; however, they developed a headache on day 7. A repeat brain computed tomography showed worsening intracranial hemorrhage with extension into the ventricles, necessitating discontinuation of all anticoagulants. Over the next 3 days, the patient remained clinically stable, and the intracranial hemorrhage remained unchanged. The patient was initiated on dual antiplatelet therapy with aspirin and clopidogrel. The patient recovered from this event and was discharged from the hospital.